Event description:
Reported per clinical trial (B)(4): on (B)(6) 2017 - subject patient underwent a robotic-assisted multiple recurrent right inguinal hernia repair with implant of a bard/davol ventralight st mesh, sutured using non-bard/davol sutures. Full skin closure was achieved using sutures. The patient was discharged to home on (B)(6) 2017. On (B)(6) 2017 - subject patient was diagnosed with seroma during follow up appointment. Per note: "this take several more months to go away." No treatment or other action was taken. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as unknown.

Manufacturer narrative:
As reported, about 1.5 months post-implant of the bard/davol ventralight st mesh, the patient was diagnosed with seroma. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists seroma as a possible complication.